Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported, the patient felt ineffective stimulation. X-rays revealed the patient's lead had migrated. It was reported surgical intervention will be undertaken to address the issue. No further information is available at this time.